Event description:
Lap chole - "during the case, the jaws of the clip applier fell out along with all of the clips in the clip applier."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.